Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 65-year-old male undergoing coronary artery bypass grafting was implanted with an impella 5.5 device for mechanical circulatory support. The initial orientation of the pump was towards the lateral wall. Physician made decision to manually reorient the position in the heart while attempting to advance. The physician pushed the pump too hard on insertion and perforated the left ventricle. Surgical repair was performed and blood products were given.

Manufacturer narrative:
The investigation for the reported ventricle perforation has been completed. The pump was not returned for investigation. As per the clinical details, doctor pushed pump too hard on insertion and perforated lv. The cause of the ventricle perforation issue was most likely use related, based on given clinical details.